Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with damaged lens, contaminated downstream occlusion (dso) sensor and bubbled seal. Event log history was performed and showed that high alarm displayed "cassette not attached properly" and high alarm was silenced. During analysis, the customer's reported complaint regarding "does not recognize cassette" due to contaminated dso sensor was confirmed. Service will replace the dso sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "does not recognize cassette" message after the latch was opened and closed. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.